Event description:
It was reported that shortly after implant, it was determined that the previously implanted atrial and left ventricular (lv) leads had not been inserted into the device header properly. The leads were reinserted, and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.